Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported a loss of suction occurred during a lasik procedure. Reporter indicated the patient interface (pi) was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
The root cause could not be identified conclusively. Most likely root cause could be related to poor placement of the suction ring, applanation cone onto the patient¿s eye, patient physiology (eye anatomy), or patient reaction. (B)(4).